Event description:
Information was received that the patient had a full replacement. It was noted that during the patient's surgery the patient's generator was replaced and when the old lead was connected, a low impedance message was seen. The explanting facility is not allowing to retain explants for any reason due to extra precautions regarding covid-19. Therefore the explanted devices have not been received for analysis to date.

Event description:
It was reported that the patient had a car wreck sometime back and now uses a tens unit. The patient stated he no longer feels stimulation. Additional information from the physician stated that they suspect a lead may be loose or disconnected. Clinic notes mention that patient visit was due to multiple seizures after he had a car accident in (B)(6) 2020. Patient believes that the vns has not worked since the accident. No known surgical intervention has occurred to date. No additional relevant information has been received to date.